Event description:
It was reported the video system center image disappear and appear intermittently. The issue occurred during a diagnostic colonoscopy procedure that was completed using a similar device. The device was inspected before use and no problems were found. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) (documented here in its entirety due to character limitations in respective field). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: d8, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported intermittent video system center image issue was not confirmed and a root cause of the event cannot be determined, as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.